Event description:
It was reported that the handpiece would oscillate when in safety mode. This was discovered by the manufacturer while the device was in for service. There was no patient involvement and no adverse consequences to user.

Manufacturer narrative:
The evaluation of the device is anticipated but has not yet begun. This report will be updated when the evaluation is complete.